Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that unknown bd blood collection tubes gave erroneous results. The following information was provided by the initial reporter: "-it is reported customer experienced inconsistent results. Verbiage received in pas survey response, - "inconsistent results with bd blood collection tubes compared to other tube types? (Yes), when using bd blood collection tubes, have you experienced, unexpected and/or unexplained clinical or qc results (yes), inconsistent results between different assays or instruments with samples (yes) and results that are not consistent with the patient¿s clinical condition (yes).""

Manufacturer narrative:
H.6. Investigation summary: the customer did not provide bd pas with product catalog number or lot number information, when requested. A device history review could not be completed as no batch number was provided. After 3-follow-up attempts to obtain additional information, bd pas has closed this customer complaint. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. H3 other text : see section h.10.

Event description:
It was reported that unknown bd blood collection tubes gave erroneous results. The following information was provided by the initial reporter: "it is reported customer experienced inconsistent results. Verbiage received in pas survey response, - "inconsistent results with bd blood collection tubes compared to other tube types? (Yes), when using bd blood collection tubes, have you experienced, unexpected and/or unexplained clinical or qc results (yes), inconsistent results between different assays or instruments with samples (yes) and results that are not consistent with the patient¿s clinical condition (yes).""